Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "last week in (B)(6) 2021". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that upon the application of the adc freestyle libre 2 sensor, the sensor tip was found to be bent. Therefore, the sensor was not properly inserted into the customer¿s arm and the customer was unable to obtain readings. The customer experienced unspecified symptoms of hypoglycemia and a loss of consciousness. The customer received third-party treatment of glucose, grape juice, cookies, and no further information was reported. There was no report of death or permanent impairment associated with this event.